Event description:
It was reported that the patient had two no external power alarms on (B)(6) 2025 while connected to a power module, however the alarms were not found in the system controller upon interrogation, and neither the patient nor nursing staff heard the alarm go off. The system controller was noted to be alarming and displaying information correctly. Log files were submitted for review and captured the reported alarm on (B)(6) 2025 at approximately 09:38, and the patient was briefly supported by the emergency backup battery (ebb). The alarms appeared to be the result of a dual power cable disconnect from the power module patient cable and resolved once external power was resolved. The event appeared not to be a false positive, as the alarm was captured in the log files and the downloaded pdf file, despite being absent upon device interrogation. No other notable alarms or events were recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis; however, the issue with the controller not properly alarming was not confirmed. The log file captured a no external power alarm on (B)(6) 2025 from 9:38:22 - 9:38:26; this alarm appeared to have been caused by both power cables becoming disconnected from external power, and the alarm resolved within a few seconds when power was restored to the system. The pump operated at intended speeds throughout the data. The system controller (serial number (B)(6) was not returned for further analysis. Additional information states the event appears to have been the result of a simultaneous controller lead disconnect from the patient cable, the system controller was displaying information correctly, and no equipment was exchanged. The root cause of the reported no external power alarm appeared to have been user error in disconnecting both power cables from external power. The root cause for the controller not properly alarming for the no external power alarm could not be confirmed through the information provided. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including no external power alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.